Event description:
Attempted to deploy the device into the atrial septal defect. The device would not unscrew from the delivery system. After several attempts it was decided to pull back the device into the sheath. Upon doing that, when half the device (the ra disc) was in the sheath, and the la disc was in the ra the wire detached by itself from the asd. The physician was able to reattach the wire to the device and retrieve. The delivery wire and/or device were defective and another set was subsequently used. Unfortunately the device and delivery system were discarded.